Event description:
Caller reported presence of air bubbles and gaps in system, specifically in the tandem mobi cartridge, which were observed during tubing fill. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Caller used room temperature insulin during filling and successfully forced bubbles out before loading the pump. After priming, large bubbles no longer existed, allowing the caller to resume insulin therapy. Caller acknowledged the resolution and understood the steps taken.